Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported by the patient¿s sister that the patient had an infection after being implanted. The patient had the infection within a month of being implanted. Device history records were reviewed for the devices. The devices were sterilized prior to device distribution. No additional, relevant information has been received to date. Product return and analysis is not necessary because the reported event have been determined as not related to vns therapy.